Event description:
It was reported that sometime post a chronic catheter placement, the catheter allegedly fell out while asleep. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one 5f powerline s/l catheter was returned for sample evaluation. The tissue cuff was intact and had residue throughout. A complete circumferential break was noted at the distal end of the catheter. Striations were noted at the edges of the complete circumferential break. Therefore, the break was determined to be an incidental finding. No evidence indicating loose fitting was noted near the tissue cuff area. Therefore, the investigation is unconfirmed for the reported expulsion issue. The definitive root cause could not be determined based upon available information labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a chronic catheter placement, the catheter allegedly fell out while asleep. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: (expiration date: 01/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 5f power line s/l catheter was returned for sample evaluation. Upon evaluation, the cuff did not appear to be loose-fitting. There appeared to be glossy residue on the cuff material, but the appearance of the cuff does not allow determination of how well the cuff was secured within the patient at the time of use. Therefore, the investigation is inconclusive for the reported catheter falling out at this time. It is uncertain what may have caused dislodgement and/or lack of ingrowth in the cuff. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h2, h6 (method) h11: h6 (result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a chronic catheter placement, the catheter allegedly fell out while asleep. There was no reported patient injury.

Event description:
It was reported that sometime post a chronic catheter placement, the catheter allegedly fell out whilst asleep. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported expulsion as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that sometime post a chronic catheter placement, the catheter was allegedly fall out whilst asleep. There was no reported patient injury.